Event description:
The lab conducted ptt testing on a specimen collected from a 93-yr-old female pt on heparin. The result obtained was associated with a flat coagulation curve. Despite labeling instructions to the contrary, the lab reported this result. Based upon this falsely short reported ptt time, the pt was given an add'l heparin bolus and the heparin drip was increased. The pt began bleeding from the IV site and the ng tube. Protamine was administered (10 mg IV). The pt was later discharged without serious permanent effects. The software for this instrument has been modified to mitigate the flat coagulation curve issue and is currently pending review under 510(k) premarket notification, document control number k964946.